Event description:
It was reported that the battery will not hold a charge, error code 5 was noted. The reporter stated the pump runs without difficulty while connected to a power source, however once removed from the power source the pump alarms goes off and the hour meter reads hr. They tried charging pump for over 24 hours and had the same result.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The reporter also stated the pump had 777 consumed hours. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. The actual date of event is unknown, so the date used was the date convatec became aware.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Third party manufacturer tested the returned unit lot# 0903069 and found a faulty charge circuit on the main circuit board. A design history review was conducted and all manufacturing specifications were met. Third party manufacturer determined this was an isolated incident. No previous investigations are available. After review of the returned product and a thorough batch review, no discrepancies, non-conformance or deviation were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.